Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that signal loss occurred. The sensor was inserted into the arm on (B)(6)2025. On (B)(6) 2025, it was reported by the parent that the pediatric patient experienced signal loss to the mobile device for 3 plus hours. The event happened the day after the sensor was inserted in the arm. The patient uses tandem tslim in modified closed loop. The same day, the patient had dehydration and polyuria. Documentation states the screen alerted and also states that the patient did not have knowledge of the error state. The behavior of the tandem screen was not documented. The same day, patient was taken to the emergency department (ed). There, the bg was 623 mg/dl. The patient was treated with "liquid." After 2 hours, the bg was 208 and 190 mg/dl and the patient was discharged. The patient was in good condition during the report. Performance data was reviewed. Data investigation confirmed signal loss as signal loss equal to or under one hour. The probable cause could not be determined. No additional patient or event information is available.